Manufacturer narrative:
The device history record was reviewed and found the manufacturing and sterilization records were acceptable. Product evaluation confirmed the failure mode. The needle is bent at the cone of the cutter handle. The female luer fitting and male luer integral lock ring are not connected. A functional test was performed using a stellaris elite system. The cutter does not cut. The inner needle does not reach the cutting edge. However, the cutter had good aspiration. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and outer needle assembly. Due to evidence of use, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility reported that about 10 minutes into a vitrectomy case, the surgeon noted the vitreous cutter was aspirating but appeared not to be cutting. There was no change in the sound of the cutter. The cutter was replaced and the case was completed without complication or need for additional surgical maneuvers.